Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2007702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) failed to deploy. Therefore, the device was removed, and manual compression was used to establish hemostasis. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the mynxgrip device. The procedure was a diagnostic coronary using a retrograde approach in the common femoral artery (cfa). The device was used with a non cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of 5f mynxgrip vascular closure device (vcd) failed to deploy. Therefore, the device was removed, and manual compression was used to establish hemostasis. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the mynxgrip device. The procedure was a diagnostic coronary using a retrograde approach in the common femoral artery (cfa). The device was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the sealant sleeve, sealant and the advancer tube were observed in the manufacturing positions. The condition of the returned device does not match the description of the incident. It is unknown if the device was manipulated post the procedure. A radial tear was observed on the balloon. The syringe was connected to the device with the stopcock open. The procedural sheath was not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found to properly engage to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). No resistance was experienced during the device failure investigation. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per dimensional analysis, he advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock and no damages or anomalies were observed. Visual inspection revealed a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. A product history record (phr) review of lot f2007702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant- failure to deploy¿ was not confirmed during the analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively be determined. The analysis of the returned device does not match the description of the reported event. In addition, the analysis revealed a radial tear in the neck of the balloon. A cause for the balloon tear could not be conclusively determined. It is unknown if the returned device was manipulated after the procedure. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that if the balloon is rapidly inflated or air bubbles are not removed during prep, the excessive pressure might rupture the balloon without activating the pressure gauge. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) failed to deploy. Therefore, the device was removed, and manual compression was used to establish hemostasis. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the mynxgrip device. The procedure was a diagnostic coronary using a retrograde approach in the common femoral artery (cfa). The device was used with a non cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for analysis. Addendum: product analysis revealed a tear on balloon.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, and h10 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional information needed from client. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.